Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One and a half years post implant procedure the patient underwent a procedure to close a 4.4mm leak. The procedure was unsuccessful; the non-boston scientific suture device was not used due to the risk of dislodging the closure device from the laa of the patient. The physician wanted to attempt a percutaneous extraction of the closure device, but the patient decided not to undergo the procedure. There were no other treatments or intervention performed. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. D6a implant date: implant date reported as (B)(6) 2024.